Event description:
The valves were implanted in 2002. In 2004, the facility nurse practitioner (np) informed the MFR's (MFR) vascular access specialist (vas) of the following: the lateral valve was difficult to cannulate. The MFR's vascular access specialist presented at the unit and noted the pt had lost a significant amount of body weight and as a result, the valve had migrated past the chest area to a non-bony area that did not support cannulation. The facility's np stated that the pt had a staph infection approx 2 months ago, and was treated with antibiotics. Repeated culture results were negative. The cultures were repeated again (date not specified) with results of staph positive infection. The pt had no evidence of a pocket infection, and the staff denied any prior one. The MFR's vas suggested that the cannulas be replaced, which was planned. No further details were provided at this time.